Event description:
The customer reported that during versitomic btb acl surgery, with the device in the femur, a notcher was used, then a 7 mm tap. During insertion of the screw with the 23 mm driver, it stopped advancing approximately 90% of the way in. The surgeon decided to "back out" the screw. When "backing out", it was noticed that approximately 1/2 of the screw came out and the distal 1/2 of the screw was till in the tunnel. The part of the screw in the bone was secure, as was the graft. The doctor then decided to fixate with button on lateral cortex of femur as additional fixation. The doctor felt that the outcome was good fixation of the graft.

Manufacturer narrative:
Suspected root cause: insertion over a bent guidewire.